Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: 16920 0075. The manufacturer representative went to the site to test the imaging system. The pendant door open button was excessively difficult to push. Pendant replaced and system operates as intended and is fully functional. B01, c13, d02 the pendant was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Installed pendant into a known functional system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. No functional problem found. B01, c19, d14. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the imaging system's pendant buttons are really hard to push and half the time they don't get any response from the system when the button is pushed. There was no patient present.